Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced bent cannula issue on the first day of infusion set use during insertion due to which she experienced diabetic ketoacidosis and high blood glucose level reported to be 450 mg/dl at the time of incident. The patient tried to self-treat it with the pump and changed the infusion set. Subsequently, the patient was admitted to the hospital due to diabetic ketoacidosis, where she received unspecified medication through intravenous route. The patient reconnected to the pump in the hospital. The site location was patient's stomach. The patient stayed in the hospital for two days and was still there with blood glucose level at 450 mg/dl at the time of this report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.